Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 2017865-2023-24326 related manufacturer reference numbers: 2017865-2023-24327 it was reported that the patient presented with infection developed. The whole system including the implantable cardioverter defibrillator, right ventricular lead and right atrial lead was explanted. Patient condition was stable.